Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6) hospital (added due to character limitation in respective field).

Event description:
It was reported the electrode insulating sheath came loose. The issue occurred during an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely to improper handling and application of excessive force, mechanical overload. The electrode was deformed under excessive stress and the proximal end was torn out of the guide tube. Olympus will continue to monitor field performance for this device.